Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a peripheral intervention procedure, with a 6fr sheath. Reportedly, when inserting the prostyle device over the guide wire, the prostyle sheath ¿buckled¿. A second prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Attachment: user facility medwatch report #(B)(4). D9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.

Event description:
Additional information: user facility medwatch received states:"perclose device was inserted when the black part of the perclose met, the metal "buckled". The perclose did not break and the suture was never deployed out of the perclose. FDA safety report ID# (B)(4)."